Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds and high out of range pacing impedances greater than 2000 ohms. A revision procedure was performed and this lv lead was surgically abandoned. The patient is pacemaker dependent but no periods of asystole were observed and no additional adverse patient effects were reported.